Event description:
Initial creatinine result of 3.6 mg/dl, redraw of pt recovered 0.6 mg/dl. Initial sample rerun, recovered 0.6 mg/dl, initial result was reported. The pt was admitted to the hospital based upon initial result, however, pt was not treated based upon initial result and is reported to have been released from the hospital and is doing fine. The field service representative was unable to determine cause. Performance check tests were performed and within specification.